Manufacturer narrative:
D1, d4 - product identifiers unknown g4: since product identifiers are unknown 510k is unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) l5/s1 tlif procedure in a patient (patient ID: (B)(6)). Patient medical history: calculus of gallblader/ cholecystectomy (B)(6) 2021, quadriceps tendon surgery 2006, discectomy - start date: (B)(6) 2021 spinal level: l5-s1 and start date: (B)(6) 2023 spinal level: l5-s1 and recurrent disc herniation. It was reported that right l5 screw was stimulating low at 3 ma, it was confirmed with o-arm spin, screw was repositioned. There was no patient symptom reported. There were no further complications reported regarding the event. Update received on 2 may: product identifiers for infuse and cage was received.